Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites the pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient recurrent post-implant infection episodes and the progressive nature of the patient's underlying disease process. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient at a rehabilitation facility developed a fever, chills and night sweats for the past week. The patient was admitted to hospital on (B)(6) 2016 where diagnostic testing revealed leukocytosis. Blood and urine cultures proved to be positive for (B)(6); while the driveline (dl) exit site culture was negative. The patient was started on oral diflucan and intravenous (IV) zosyn, vancomycin and tobramycin. The patient's antibiotics were adjusted after the culture results to discontinue the zosyn. Her condition improved and the patient was discharged home on (B)(6) 2015 with a normal white blood count (wbc), negative blood cultures and afebrile. Additional urine cultures were not collected during this admission. She was continued on IV vancomycin until (B)(6) 2015. The site reported that the source of the sepsis was not identified. The sepsis and uti events were reported to have been resolved on (B)(6) 2015. The primary investigator reported that the sepsis event was possibly related to the hvad device; while the uti was related to the patient's condition and unrelated to the hvad device.

Manufacturer narrative:
Corrected narrative: a report was received from the clinical database that a patient at a rehabilitation facility developed a fever, chills and night sweats for the past week. The patient was admitted to hospital on (B)(6) 2015 where diagnostic testing revealed leukocytosis. Blood and urine cultures proved to be positive for (B)(6); while the driveline (dl) exit site culture was negative. The patient was started on oral diflucan and intravenous (IV) zosyn, vancomycin and tobramycin. The patient's antibiotics were adjusted after the culture results to discontinue the zosyn.  Her condition improved and the patient was discharged home on (B)(6) 2015 with a normal white blood count (wbc), negative blood cultures and afebrile. Additional urine cultures were not collected during this admission. She was continued on IV vancomycin until (B)(6) 2015. The site reported that the source of the sepsis was not identified. The sepsis and uti events were reported to have been resolved on (B)(6) 2015. The primary investigator reported that the sepsis event was possibly related to the hvad device; while the uti was related to the patient's condition and unrelated to the hvad device. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.